Event description:
It was reported that images on the left workstation monitor would not stop rolling. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, could not adjust monitor, determined monitor was defective, and ordered a new monitor. A final evaluation will be made when the new monitor is installed.